Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the inserter could not be removed from the cup. As a result, the cup and inserter were removed. An additional implant that was available in the surgical unit was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned parts confirms that the inserter and shell are indeed stuck together. The cup was removed from the inserter with an impact to the cup. Once removed, damage to the leading thread of the inserter was observed. Product appeared to have been under heavy use. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause can be attributed to damage to the threads from wear and tear from use. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.